Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission showed noise on the ventricular lead. Noise was not reproduced with manipulation or arm provocation. Lead damage was suspected. The lead was extracted and replaced. Patient was fine post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 7.7-7.8cm from the connector pin, consistent with lead friction to the ICD can. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.